Event description:
Brush head won't stay on the handle...comes off in my mouth-oral b power refills [device breakage]. Case narrative: the consumer stated over phone that the brush head won't stay on the handle and comes off in my mouth when brushing. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.